Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius custom combi set bloodline that disconnected from during patient treatment, which resulted in a blood leak. It is unknown how long into the patient¿s hemodialysis treatment the blood leak occurred. There was no observed damage to the bloodlines, and no damage observed to the packaging of the process. The estimated blood loss to the patient was 20ml. The patient completed treatment on the same machine with new supplies with no injury, adverse event, or medical intervention. Additional patient and treatment information was requested, but was not available. The actual sample is available for return to the manufacturer. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for physical evaluation. During the visual inspection a separation between the heparin line to the red t connector was noted. The sample was closely inspected and was found that the heparin line had trace of solvent. The reported event was confirmed during sample evaluation. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. In addition, the complaint database was queried and no additional complaints with the same failure mode have been received from this lot. The product involved was manufactured within specifications. There is no recall associated with this complaint file.